Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's is having issues with the sensor and the insulin pump was alarming sensor error and lost senor for 6 days, during and after initialization period completed. No blood glucose reading provided at the time of the call. Advice the customer to discontinue use of the sensor and asked to returned unit for analysis.